Event description:
It was reported that a guidewire break occurred. A journey guidewire was advanced over the lesion located in the right popliteal artery and a non-bsc stent was then implanted. Than the stent delivery system was pulled back and during this action the journey guidewire broke off. The physician managed to introduce a catheter over the splitter end of the wire and he cut the catheter with a scalpel and was then able to exchange the wire. No patient complications were reported and the procedure was completed with a different device. The patient's condition was stable post procedure.